Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. The impedance was noted to have subsequently come back down to 461 ohms, which is within the normal specification range. The lv lead performance was also noted to be appropriate. The boston scientific representative indicated that they would not be performing lead troubleshooting due to the patients current condition. Boston scientific technical services (ts) discussed that the lv lead vector may have changed at some point. The lv lead remains in-service. No associated patient symptoms or adverse patient effects were reported.